Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient had ¿contact allergy¿ and for some unspecified time has experienced skin reactions from the sensor patch, although she was not having any at the time of the report and could not remember the last time the issue occurred. The reaction began as redness and then the area started to swell, causing itching and burning. When it occurred, she consulted a clinic and was treated with cortisone ointment and unspecified allergy tablets. It was reported that the patient currently uses wound protection between the sensor and her abdomen and that works fine. She occasionally has difficulty lining up the wound protection when inserting the sensor, and then the skin gets lightly irritated. When this happens, she treats the irritation with over-the-counter cortisone ointment. At the time of report, the patient was doing good. No additional patient or event information is available.